Event description:
Fire dept personnel were attending to a pt in a code situation. After attaching the device to the pt, it allegedly displayed a connect electrodes message and would not complete a rhythm analysis. The pt was not resuscitated, however the rptr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the rptr's assessment of the pt's lack of viability.